Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his one touch verio flex meter had displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) limited documentation, as the patient disconnected the call. The patient reported that the alleged product issue first occurred about three months prior to contacting lfs. The patient was unable/unwilling to say how he manages his diabetes or if he made any change to his usual diabetes management routine in response to the alleged issue. He reported that ¿right after¿ the issue began he developed the symptom of blurry vision and required medical intervention. However, the patient was unable/unwilling to specify the type and dose of treatment he received. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used, the correct testing steps were being carried out and the test strips being used were stored correctly and had not expired. The patient was unable/ unwilling to answer what was the ¿error sub code¿ displayed at the time of the issue. The patient¿s products were not replaced nor requested back for evaluation as the patient had disconnected the call. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.